Event description:
Drive devilbiss healthcare was notified of an incident involving a bath board by the provider who reported the bath board collapsed while in use. The end user fell and was admitted to the hospital. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.